Event description:
A physician advanced a merlin ptca catheter into the distal right coronary vessel. The vessel was reportedly calcified and there was also a "napkin ring-type" lesion. The physician inflated the balloon 10-12 times to 21 atms. The proximal area of the balloon expanded and the rca perforated. The device was removed and the physician advanced another brand of balloon to tamponade the vessel. The patient is reportedly doing fine.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow-up report.